Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found that the device was overdischarged. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturing representative about a patient with an implantable neurostimulator (ins) for epilepsy. It was reported that the patient got benefit from their dbs system, and did not have any issues recharging their device. Recently the patient began experiencing difficulty recharging the ins. The patient eventually was no longer able to get good coupling and the ins went into overdischarge and telemetry was suspended. It was stated that there was no external or environmental factor that may have led to the event. The patient's ins was checked for possible flipping, migration and a different recharging system was used. None of the tests resolved the issue or came up with a non-system related complication to explain the issue. The patient's ins was explanted and replaced. The issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.